Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurring insulin occlusion alarms on the ilet pump with elevated blood glucose readings overnight, which were only resolved after changing the connector and infusion set; troubleshooting included an inspection of cartridge and connector, and installation of a new infusion set, and the device problem was characterized as obstruction of flow involving the connector/coupler. Symptoms included a hyperglycemic peak of 342 mg/dl with no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed a deformation problem consistent with an obstruction of insulin flow associated with the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.